Event description:
Additional information received from the manufacturing representative reported that the patient had been having issues with the implantable neurostimulator (ins) shutting off on its own and turning back on again. The manufacturing representative had been working with the patient to have them track the event in a diary but the patient continued to lose their copy of the diary. The healthcare professional (hcp) was to the point where they were thinking of explaining the system. Technical services was able to resolve the system issue.

Manufacturer narrative:
Analysis of the ins (B)(4) found the ins to be functionally okay with insignificant anomalies.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the manufacturer's representative (rep) reported the patient had their device explanted due to the device turning on and off and "weird stuff." It was noted the patient became kind of a "psych patient," and the physician ordered the implant be replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported a loss of stimulation. A fall was stated to have been possibly related. The device had been checked with the patient programmer (pp) and it showed that stimulation was on. Stimulation had been turning off, causing the patient to fall. Due to the fall, the patient had bruised legs and knees. Stimulation had been turning off and on since implant. The patient then started falling about 2 months ago. In addition, the patient had to start charging every 24 hours a couple months ago when they contacted the manufacturer representative (rep). In regard to the stimulation shutting off/on, the patient reported "it's definitely the unit. Something is up, but I can't complain because my quality of life it better with it." As soon as it would turn off, the spatial relationships with the patient's legs were gone. This would cause the patient to fall. A total of about (B)(6) falls had occurred. It was noted that another stimulator would maybe need to be placed in the neck. Relevant medical history included spinal pain. Follow-up was performed to determine what actions were taken to address the symptoms reported and if they were resolved. This event will be updated if additional information is received.